Manufacturer narrative:
(B)(4).

Event description:
Information was received from consumer via a company representative regarding a patient receiving dilaudid 0.1mg/ml at 0.03248mg/day via an implantable pump. The patient reported they were on vacation and their pump had a motor stall. The patient was in the e.r. (Emergency room) and was being assessed by the healthcare provider. The company representative was not with the patient at the time of the report and the event logs had not been accessed and reviewed. The patient did not mention any symptoms and the reporter thought the drug in the pump was dilaudid .1mg/ml but not certain of the current daily dose. The reporter planned to confer with the healthcare provider. On (B)(6) 2016 the company representative reported she had checked the pump status today and the logs showed multiple motor stalls and motor stall recoveries. The reporter denied any emi or magnetic interaction. The pump was currently programmed to min rate mode. The initial stall occurred (B)(6) 2016 and currently the motor stall had recovered. The reporter wondered if the pump should be replaced was advised this was a medical decision. Trouble shooting related to the motor stall, actions and interventions taken to resolve the motor stall and the cause of the motor stall not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the manufacturing representative. The print report showed: motor stall on (B)(6) 2016 at 00:27 with recovery (B)(6) 2016 at 01:24 motor stall on (B)(6) 2016 at 07:08 with recovery (B)(6) 2016 at 07:15 motor stall on (B)(6) 2016 at 07:35 with recovery (B)(6) 2016 at 11:36 motor stall on (B)(6) 2016 at 12:18 with recovery (B)(6) 2016 at 09:34 the session data report showed: motor stall on (B)(6) 2016 at 00:25 with recovery (B)(6) 2016 at 01:22 motor stall on (B)(6) 2016 at 07:06 with recovery (B)(6) 2016 at 07:13 motor stall on (B)(6) 2016 at 07:33 with recovery (B)(6) 2016 at 11:34 motor stall on (B)(6) 2016 at 12:16 with recovery (B)(6) 2016 at 09:32 motor stall on (B)(6) 2016 at 12:38 motor stall on (B)(6) 2016 at 23:27 with recovery (B)(6) 2016 at 00:24 motor stall on (B)(6) 2016 at 06:08 with recovery (B)(6) 2016 at 06:15 motor stall on (B)(6) 2016 at 06:15 with recovery (B)(6) 2016 at 06:15 motor stall on (B)(6) 2016 at 06:35 with recovery (B)(6) 2016 at 10:36 motor stall on 2016-04-06 at 11:18 with recovery (B)(6) 2016 at 08:34 motor stall on (B)(6) 2016 at 11:40 ¿stopped pump period may exceed tube set¿ occurred on (B)(6) 2016 at 11:40.

Manufacturer narrative:
Only the pump was returned for analysis. Rpa worked with engineering on this analysis. As received, the pump reservoir was empty and in the "off" state. Rpa used lab software to take the pump out of the "off" state. The pump logs indicated motor stalls and tube set, see log data. During the internal decontamination it was noted that the pump was stalled with no dispensing of fluid noted (no fluid coming out of the outlet port of the pump). Rpa took the pump to x-ray to see if anything could be gleaned before resuming with destructive analysis. Rpa notes that x-ray analysis of the feedthroughs (ft) show what may be a situation where the feedthrough for m2 motor wire may be touching the feedthrough post for the m1 motor wire. During phase 1 destructive analysis, it was noted by rpa that the m1 and m2 resistance readings to case where within spec (both m1 and m2 to case and the high impedance test). The m1 and m2 wires where then cut from the hybrid and resistance measurements to case where measured and found to be in spec. Next step was to measure coil resistance (this is measured between the m1 and m2 ft wires). The coil resistance measurement came out to be a short circuit (metal to metal short) of 3.5 ohms. The spec for coil resistance is 490 +/- 30 ohms as stated per lab process. Destructive analysis continued and the inner cover was cut to expose motor wires. Visual inspection analysis could not confirm an issue visually with the motor wire routing under the feedthroughs. Resistance of the coil still measured 3.5 ohms after the inner cover was cut and removed. Rpa slightly moved the ft assembly away from the bulk head, still measured a short of 3.5 ohms. It wasn¿t until the ft assembly (m1 and m2 wires still attached to the ft assembly and motor wire posts) was pulled away from the bulkhead completely, at the same time the motor wires also pulled away from the ft posts. A resistance reading was taken, the coil resistance short of 3.5 ohms was no longer present. The resistance reading was now reading 490 ohms. The ft assembly was cut away from the m1 and m2 motor wires and visual analysis was performed and photographed. No anomalies were found with the ft assembly. Visual inspection of the m1 and m2 motor wires was performed and photographed. It was found during the visual inspection that the m2 motor wire had what appeared to be a blemish in the insulation. The motor wires where sent off for sem analysis. Sem analysis confirmed that the m2 motor wire insulation has a breach and is exposing the wire itself. Analysis found motor wire anomaly causing a short.

Manufacturer narrative:
Date received by manufacture: updated to 03/14/2016.

Event description:
Additional information was received from a manufacturing representative, consumer, and health care provider (hcp). The pump was alarming again. Motor stall events had been confirmed in the logs. The current stall had not recovered. The only thing new within the patient's environment was copper stockings/braces for his knees, which he had been using for a month. The hcp asked what he should do with pump since the patient needed the pump. The hcp stated that this was not a medical decision, and the device manufacturer should tell him what to do. The hcp asked the patient if he had an MRI or had new electromagnetic interference (emi) exposure to his environment and the patient declined. There was nothing in his environment that had changed due to emi. The patient would be getting the pump replaced in a week (as of (B)(6) 2016). The logs showed dates that were in the future, showing stalls and recoveries (from (B)(6) 2016). However, the programming printout showed the correct "examined at" date (surgery date of (B)(6) 2016). This report was the one created on the day of the pump explant/replacement. It was noted that the patient wanted to know why the device manufacturer did not call patients to check on them once there was a problem with their device and "only cared about selling." The patient also stated that when everything was great, they received letters from the device manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.